Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is complaining that she can't charge the ins without the insr being plugged into the wall. They wanted to have the insr replaced to see if that resolved the issue. The caller was not with the patient. The caller will call back to have the insr replaced. The patient has lost a significant amount of weight so the ins is loose in the pocket. The caller was not with the patient. Additional information was received. Rep called in with pt - pt is reporting that she cannot charge the ins unless the insr is plugged into the dtc - rep stated that she already provided information to tech about the ins moving around the ins pocket for the past 2-3 mos due to some weight loss. Rep stated that the hcp wants the insr and the dtc replaced before they will replace the ins. Pt stated there is an appt for her regarding replacement of the ins - pt stated that they do not have a date scheduled at this time. The caller stated that the patient's ins was not holding a charge. The caller indicated that the hcp was going to do an ins replacement but they are going to attempt to have the patient use another recharger. The caller was not with the patient.

Manufacturer narrative:
Continuation of d10: product ID 97754 , serial# (B)(6), product type recharger. Product ID 37761 , serial# (B)(6), product type recharger . Analysis was performed on product ID 37761 , serial# (B)(6). Analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the charging issues was unknown. The new recharger resolved the recharging issue. The patient was scheduled for a pocket revision and ins replacement to resolve the ins loose in the pocket.